Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer stated that the insulin pump was exposed to salt waster. The customer reported that the device alarmed battery out limit after they removed the battery to allow the device to dry out. The customer's blood glucose was unknown. The discontinuation of the insulin was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. The device was received with intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. The unit also was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.